Event description:
The customer reported flame/spark during an therapeutic lasor liprtripsy procedure involving an olympus powered laser surgical instrument. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.